Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Particulate matter was noted in the inner pouch of a vascular probe. The particulate matter was not further described. The issue was noted upon incoming product inspection, prior to patient use; therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual examination, loose particulate matter (pm) was observed on the inside wall of the inner pouch. Microscopic inspection was performed and the pm was determined to be a fiber. The size was less than 0.80mm². Per specification, foreign material must not be larger than 0.80 mm²; therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.